Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure or installation of the catheter kit on left femoral vein with no delay in surgical time, there was a problem of venous return on the arterial branch. Prior to syringe flush, there was weak return to the arterial branch, and normal return to the venous branch. No particular difficulties noted when the line was flushed with the syringe. They used lovenox to prevent clotting in the dialysis machine and no antiplatelet agents used. The customer tried to reverse the lines and the dialysis was done correctly in reverse. The reverse flow was successful. The dialysis was completed. This was not infusion line and the catheter was for a dialysis line. An extended patient hospitalization was needed due to insertion of a new catheter with the same brand on the day of the event and it extended the duration (took more time than usual) of the procedure. The new catheter was used successfully. They used chlorhexidine as cleaning agent on the device. There was no blood loss/leakage. The product/kit was still sealed after receipt. There was no damage to the device¿s box or packaging. No excessive force used to pull/remove the product. Nothing unusual observed on the device prior to use. No flushing done to the catheter prior to use. No other products being utilized with the device. No other defects/damages found on the product. There was no problem with the catheter's dimension. The product was not replaced. The catheter was not repaired. There was no leak. There was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure or installation of the catheter kit on left femoral vein with no delay in surgical time, there was a problem of venous return on the arterial branch. Prior to syringe flush, there was weak return to the arterial branch, and normal return to the venous branch. No particular difficulties noted when the line was flushed with the syringe. They used lovenox to prevent clotting in the dialysis machine and no antiplatelet agents used. The customer tried to reverse the lines and the dialysis was done correctly in reverse. The reverse flow was successful. The dialysis was completed. This was not infusion line and the catheter was for a dialysis line. An extended patient hospitalization was needed due to insertion of a new catheter and it extended the duration (took more time than usual) of the procedure. The used chlorhexidine as cleaning agent on the device. There was no blood loss/leakage. The product/kit was still sealed after receipt. There was no damage to the device¿s box or packaging. No excessive force used to pull/remove the product. Nothing unusual observed on the device prior to use. No flushing done to the catheter prior to use. No other products being utilized with the device. No other defects/damages found on the product. There was no problem with the catheter's dimension. The product was not replaced. The catheter was not repaired. There was no leak. There was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure or installation of the catheter kit on left femoral vein with no delay in surgical time, there was a problem of venous return on the arterial branch. Prior to syringe flush, there was weak return to the arterial branch, and normal return to the venous branch. No particular difficulties noted when the line was flushed with the syringe. They used lovenox to prevent clotting in the dialysis machine and no antiplatelet agents used. The catheter was not replaced to resolve the issue, but the customer tried to reverse the lines and the dialysis was done correctly in reverse. The reverse flow was successful. The dialysis was completed. This was not infusion line and the catheter was for a dialysis line. Then, the product was replaced and an extended patient hospitalization was needed due to insertion of a new catheter with the same brand on the day of the event and it extended the duration (took more time than usual) of the procedure. The new catheter was used successfully. They used chlorhexidine as cleaning agent on the device. There was no blood loss/leakage. The product/kit was still sealed after receipt. There was no damage to the device¿s box or packaging. No excessive force used to pull/remove the product. Nothing unusual observed on the device prior to use. No flushing done to the catheter prior to use. No other products being utilized with the device. No other defects/damages found on the product. There was no problem with the catheter's dimension. The catheter was not repaired. There was no leak. There was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during installation of the catheter kit on left femoral vein, there was a problem of venous return on the arterial branch. The catheter was not repaired. There was no leak. There was no luer adapter issue. There was no patient injury.